Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device entered backup mode during a cybersecurity upgrade. The device was restored to normal function and the upgrade was successful. The patient was in stable condition.